Event description:
It was reported that the patient presented in the emergency room for dizziness. Device interrogation revealed loss of capture and decreased sensing on the right ventricular (rv) lead. On (B)(6) 2025, a chest x-ray was performed and no dislodgement was observed. The physician elected to explant and replace the rv lead. The patient condition was stable.